Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Tandem technical support reviewed pump data logs and found that pump battery was depleting normally based on settings and customer usage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.